Event description:
It was reported by the affiliate that the (1) hp052 was used during an intraoperative transluminal angioplasty procedure. It was reported that the handpiece made an error alarm. The case was completed with another device and with no pt consequence.